Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had difficulty controlling the fenestrated bipolar forceps instrument. It rotated but would not open its jaws. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04/17/2026: the jaws were not stuck closed on tissue when the issue occurred therefore did not need to be opened. The instrument moved in reversed/unintended direction while inside patient. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the instrument grips tips opened and closed properly. The instrument passed the grip test and the energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Manual inspection was performed and the instrument fully met all criteria.

Event description:
Refer to h11 for follow-up information.